Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on january 04, 2022 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 41 (patient temperature sensor failure). The customer was unable to clear the advisory message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6) displayed user advisory (ua) 41 (patient temperature sensor failure)" was confirmed based on the analysis of the archive data but was not confirmed during functional testing. No device malfunction was observed, and the autopulse platform functioned as intended. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer, and the storage condition of the platform is not known. User advisory 41 can potentially be caused by exposure to ambient storage conditions (e.g., a fire truck sitting in a hot environment and/or being exposed to direct sunlight for long hours), by deploying the platform with blocked air vents (such as on a thick carpet or a blanket), or a defective temperature sensor. These potential causes will increase the internal temperature of the autopulse platform and cause the ua41 to appear. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. A review of the archive data showed multiple ua41 advisory messages on the customer's reported event date; thus, confirming the reported complaint. Further review of the archive showed multiple ua45 (not at "home" position after power-on/restart) and ua18 (max take-up revolution exceeded) advisory messages on the customer's reported event date, unrelated to the reported complaint. Based on the archive data files, the ua45 and ua18 advisory messages were cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse platform passed the initial functional test without any fault or error, and the ua41 error could not be replicated. Furthermore, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes, and the platform passed the test without any fault or error. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with known- good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).